Manufacturer narrative:
It was reported a black particle was found inside the syringe when the customer was "opening the kit". The customer reported an additional syringe was obtained to "fill the order". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported a black particle was found inside the syringe when the customer was "opening the kit".